Event description:
It was reported that a peritoneal dialysis (pd) patient was sent to the ER on (B)(6) 2022 and was hospitalized for catheter blockage. It was reported the cycler is not malfunctioning and the patient has not had adverse effects from use of any fresenius device, or product. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).